Event description:
A heating pad began to burn in the middle of the pad and caused damage (smoke and burn marks) to a chair. The device was purchased only 3 weeks ago. Directions were followed but admitted their spouse (user) left the device unattended in the "on" position for approx 15 mins until smoke was detected. Contacted the MFR's rep. Rptr was treated rudely, was insulted but, did receive a replacement device. The replacement device is faulty in that the device adjusts itself to the "high" setting from the "low" setting without the required manual adjustment. This happens every third time the device is turned on.